Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer mentioned that they had high blood glucose over 600 mg/dl. The customer reported that they experienced high blood glucose of 496 mg/dl as well. The customer's blood glucose was 254 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that the failed battery test alarm did not recur after troubleshooting. The customer did not find air bubbles, leaks and site and insulin issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.